Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter became kinked. During brushings, the catheter weakened and eventually broke apart. The handle broke off and the brush was stuck outside the catheter. The catheter was cut to expose the wire and the brush was pulled back into the catheter. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient was unharmed at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of catheter detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.